Event description:
During a wedge resection procedure, the device cartridge dropped off when released the device at 3rd firing. It was not stapled. Another device was used to complete the case. There was no adverse consequence to the pt.